Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis (pd) nurse observed fluid leaking from the cassette door of the cycler approximately three months prior to calling technical services. The peritoneal dialysis nurse observed the fluid leak at the end of the treatment. Technical services advised to discontinue use of the cycler. The cycler was replaced. Additional information was solicited, but unavailable.

Manufacturer narrative:
The complaint sample is not available, the product and lot number are unknown. Therefore a search on complaint management system of the lots delivered to the patient was conducted, with a time frame of three months before of the event date from 12/01/2017 thru 03/01/2018 and no information was found related to possible lot number from product liberty cassette. Device history review was not performed since the lot number is unknown and no information was found on the sap system from this customer related a possible lot number from product liberty cassette.